Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data showed multiple low battery warnings and one replace battery alarm. The voltage at the time of the event could not be read. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.